Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was blanking out and was taken to the emergency room (ER) by ambulance due to high blood glucose (bg) levels reaching 600 mg/dl wile wearing the pod between 4 and 24 hours. Symptoms reported include confusion and hyperglycemia. At the hospital they placed him on intravenous therapy of fluids. The patient was the hospital for a few hours until his bg levels returned to normal range. When patient returned home the pod was removed and administered (25u) of insulin. The pod was discarded.